Event description:
Excess slippage in the actuator was noted at time of installation of a new unit as part of field change order. This slippage led to actuator failure.

Manufacturer narrative:
Investigation results: actuator MFR mode unauthorized component material change resulting in component failure during use. Component material has been corrected by subcontractor and new component replacement initiated. Corrective action: technical note 200 068, "safety issue with helmet hoist actuator" and field change order 200 067, "investigation and correction of helmet changer actuators" were both released as corrective actions to address this issue on may 15, 2008. Technical note 200 068 serves as a caution to users of the gamma knife units until such time as the permanent fix can be installed. Field change order 200 067 is the permanent fix issues, and includes specific serial numbers of machines that were affected. At this particular site, a new actuator was installed as part of the corrective action associated with field change order 200 067. Installation of the new actuator successfully addressed problems seen during the earlier installation.